Manufacturer narrative:
(B)(4).

Event description:
The patient had pain and swelling in the left arm. Patient was diagnosed with dvt in clinic. Pi prescribed 5 mg eliquis twice daily for three months. These leads all remain implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.